Event description:
The filter deployed and the dome folded upon the legs. The doctor used a catheter and a guidewire to manipulate the dome superiorly and the dome opened. The filter is closer to horizontal in the cava than vertical. The filter remains implanted and the patient is fine.